Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that immediately following startup of the ventilator at the patient's bedside, an external battery fault alarm was displayed along with a message indicating that the external battery had expired. The ventilator was not in use on a patient at the time of the event. Troubleshooting was performed by removing and reseating the external battery; however, the external battery fault alarm persisted. As a precaution, the patient was placed on another ventilator. No delay in therapy or patient harm was reported. The reporting hospital declined to provide patient demographic information.